Event description:
It was reported that during a foot and ankle surgery the customer reported that the drill bits ar-8943-02 were broken. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.